Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Reportedly the customer was not administering boluses during this time due to not having an active transmitter and was also "stressed out". Elevated bg was addressed via a correction bolus. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.